Manufacturer narrative:
On (B)(6) 2018, the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The patient experienced no accompanying symptoms. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2019, mentor became aware that the suspect medical device's lot number, per the dgm, was 5665686. On (B)(6) 2019, a manufacturing record evaluation was performed for the complaint device, no non-conformances related to the reported complaint condition were identified. As a result, the manufacturing date and expiration date fields have been updated. On (B)(6) 2019, the product investigation was completed. Device evaluation and investigation findings: upon receipt by mentor, the device returned without fluid. Yellow and brown material was observed within the device. No foreign material was observed on the shell surface. Mentor product analysis lab discovered a rent measuring approximately 0.1 cm within a crease on the anterior aspect. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. A manufacturing record evaluation (mre) of lot number 5665686 was reviewed and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. There is no evidence that the issue is related with manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: mentor smooth round high profile 380cc saline, catalog: 3503380. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient who underwent primary breast augmentation with two 380cc mentor smooth round high profile saline breast prostheses, experienced right side deflation. Deflation was confirmed by visual examination. As a result, the patient underwent removal and replacement with a 380cc mentor smooth round high profile saline breast prosthesis on (B)(6) 2018.